Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence <(>&<)> urgency frequency. The trial began (B)(6) 2021. It was reported that the patient had a muscle pushing on a nerve on their low back, which caused them to get up and have frequent urination during the night. They stated they contacted their clinician, and almost had to go to the emergency room (e.r). To have a catheter put in because their symptoms were bad. Their device was not working, as it showed "communication lost," but now this error message went away. The following day, they had a question if their programmer was turned on, and stated it was at 15%, so they had plugged it in to charge to 100%. They were walked through turning it back on, however, the programmer was unable to connect with the ens device, even after retrying. Later that day, the patient called back, as they were concerned the lead was hanging down. Their neighbor checked to see if things were connected, but they could not tell. The patient tried checking while on the phone and could not see anything. Troubleshooting was done with the programmer, which stated there was not a cable attached. The patient was referred to their doctor in order to get the lead attached. Additional information was received from the patient. They reported that they were feeling pain in their back and they had problems sleeping.